Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intraoperatively in a sacroiliac and thoracolumbar procedure in which there was patient involvement. It was reported that during the case, the camera didn't pick up anything. The site noticed the system was displaying "localizer faulted". The system was rebooted with no effect. The camera carts were swapped and the issue was resolved. There was no impact to patient outcome and surgical delay was reported as 10 minutes.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 9735821r, serial lot: p900543 h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed hardware parts were replaced, additional information was not provided. Codes b01, c07, and d02 are applicable to this system checkout. H3, h6) 9735821r was returned to the manufacturer for analysis. Testing revealed both lenses were scratched. A check of the event log showed intermittent firmware incompatibility dating back to february 2018 and intermittent illuminator current low dating back to (B)(6) 2021. There was also a battery voltage low message along with bump detected and storage temperature exceeded. Codes b01, c02, and d02 are applicable to this returned product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that the camera had an amber light. Between the camera cart change resolving the issue, the newly acquired information that the amber light was on, and that the current camera was from 2018, it was highly likely that the internal battery in the camera had died. Additional information was received regarding troubleshooting. It was reported that the rep rebooted the system and re-sat all external cabling with no change. The rep opened applicable settings and found that all 3 fault statuses were illuminated (hardware status indicated a battery error). The rep noticed the system date and time were incorrect and updated the date and time accordingly.